Event description:
Feeding tube leaks where tube meets hub. Spoke with co on 7/13/94, and was told that they have been aware of problem and have put all lots on hold. They never notified rptr of problem.